Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the devices have completed the infusion and allegedly stopped without alarming. The customer's investigations into the complaints have found that the user is using the delay option with no callback "after" selected. Infusions configured this way will stop at the completion and scroll "infusion complete" with no audio alarm. The customer is requesting to change the default to "after" so that the user will have to purposely choose not to receive an audio afterwards. No further information was provided.